Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to pt injury. Device issue: balloon rupture. It was reported that the target lesion had mild tortuosity, was mildly calcified, and was eccentric with a 90% stenosis. A guide wire crossed the left anterior descending and the 2.0 x 15 mm voyager was advanced. There was an attempt to inflate the balloon; however, it was noticed that the pressure was not increasing on the indeflator. Contrast medial was leaking from the balloon, so it was removed from the patient's body. The balloon had ruptured and there was blood visible in the balloon. The procedure was completed by using another company's 2.0x15mm balloon catheter. There is no additional event or pt info available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The described pt anatomy was mild tortuous and mildly calcified, which may have contributed to the reported difficulties. However, without the device to examine, a through analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.